Event description:
Pharmacy staff identified multiple quality issues with the bd sterile luer-lock 20 ml syringes, including particulate matter inside the barrel. In some cases, the particulate matter was not identified until the final sterile product was being checked. One of the syringes from the affected lot was melted at the top and had a missing luer lock. Another concern identified was inconsistent volume markings on the syringe. The affected lots include 4044308. Additionally, there have been multiple reports of quality and manufacturing issues with bd syringes. Some packages were missing syringes, and others contained damaged syringes. Reference reports#: mw5171494, mw5171496.